Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown, item #: unknown stem lot #: unknown, item #: unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 -04992 stem.

Event description:
It was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date and was subsequently revised due to pain. It was discovered during surgery that the stem had lost fixation. Liner was replaced. Attempts were made to obtain additional information; however, none was available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.